Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's personal diabetes manager (pdm) had a damaged screen and the patient was not wearing a pod overnight. The patient had experienced high blood glucose levels in the morning. The patient administered 12 units of insulin manually followed by another 10 units of insulin. The patients blood glucose level had gone low and they were vomiting after administering insulin. While opening a box of candy the patient had fell and lost consciousness. The patient had some bruising as well as a scratch from falling on the floor. Once the paramedics arrived they had administered intravenous fluids of sugar and water. Once at the hospital the patient was admitted also due to a low pulse. The patient was treated at the hospital with medication and insulin. In addition the patient had x-rays administered of there chest and ribs. The patient is currently in the hospital at the time of this call